Event description:
It was reported to olympus that the front panel display of the device continuously flashed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The evaluation findings are as follows: 1.) Filter turret failure; 2.) Light guide connector noted worn; 3.) Remaining gas volume in lamp noted low; 4.) Front panel poor appearance. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the blinking front panel display could not be identified, nor could the phenomenon be reproduced. Olympus will continue to monitor field performance for this device.